Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75x33mm xience alpine stent was implanted in the left anterior descending (lad)coronary artery, moderately calcified lesion. Following, a distal edge dissection was noted . A xience xpedition stent was implanted, covering the dissection, as treatment. Reportedly, the procedure was successful with a good end result. No additional information was provided regarding this issue.